Event description:
It was reported that the pt had an acute infection at the site of the lead. Floxacillin was given for 4 weeks without effect. On surgical inspection at explant, evidence of infection was noted with the lead. The lead and neurostimulator were removed. Additional information was requested.

Manufacturer narrative:
(B)(4)